Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one denali femoral filter delivery system was returned. The filter was returned inside of the storage tube. The delivery pusher catheter was kinked approximately 29.2 cm from the proximal end of the pusher handle. However, after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink as no kinks were reported by the user. Functional/performance evaluation: the filter was removed from the storage tube. The storage tube was examined under microscopic magnification (15x) and diagonal inner surface skiving was identified on the distal end of the storage tube. The pusher wire detached upon removal of the filter from the storage tube. The filter had all 6 arms and 6 legs present and intact. The filter was removed with two legs crossed. The filter limbs were uncrossed. Heat was applied and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: no images or photos were provided; therefore, a review could not be performed. Conclusion: the complaint investigation is confirmed for the filter failing to advance through the storage tube. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warning: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Additionally, specific warnings, precautions, and potential complications associated with the device are included in the IFU. Eval method: microscopic inspection. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter could not be advanced through the deployment sheath; therefore, the filter and deployment system were exchanged as one unit for a new filter system that was prepped and deployed successfully. There is no reported patient injury.